Manufacturer narrative:
E.1. Initial reporter phone (B)(6). D.4. The reported lot number [8089375] was reported, however, this is not a lot # manufactured for the reported catalog #[329496]. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ mini insulin pen needle tear drop label was damaged. The following was translated from chinese to english: the patient was diagnosed with "type ii diabetes mellitus" after admission. The auxiliary examination showed that the fasting blood sugar was 17.4mmol/l. At 09:00 on october 28, 2023, the nurse followed the doctor's instructions and administered 15u of protamine recombinant human insulin mixed injection for subcutaneous injection. When the nurse took out a brand new needle, it was found that the edge of the sealing dialysis paper covering was damaged, about 0.2x0.2mm. For safety reasons, another injection needle was replaced, and no adverse consequences were caused.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra fine¿ mini insulin pen needle tear drop label was damaged. The following was translated from chinese to english: the patient was diagnosed with "type ii diabetes mellitus" after admission. The auxiliary examination showed that the fasting blood sugar was 17.4mmol/l. At 09:00 on (B)(6) 2023, the nurse followed the doctor's instructions and administered 15u of protamine recombinant human insulin mixed injection for subcutaneous injection. When the nurse took out a brand new needle, it was found that the edge of the sealing dialysis paper covering was damaged, about 0.2x0.2mm. For safety reasons, another injection needle was replaced, and no adverse consequences were caused.